Event description:
A zoll pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the charger power supply cable was damaged. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. The reported problem (damaged power supply) was confirmed. Upon receipt the charger would only power up intermittently. The cause for the intermittent ability to power up was a defective power supply. The cable was pulled from the strain relief at the power brick. The root cause for the pulled cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.